Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged on the distal side with struts stretched, distorted and lifted from the stent profile. The stent stretched distally over the markerband. This type of damage is consistent with the stent encountering resistance during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 2.50x24mm promus element¿ plus stent was advanced to treat the lesion, however the device was not moving ahead and it became stuck. When the device was removed, it was noted that the stent struts was broken. The procedure was completed using a non-bsc stent of the same length. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 2.50x24mm promus element plus stent was advanced to treat the lesion, however the device was not moving ahead and it became stuck. When the device was removed, it was noted that the stent struts was broken. The procedure was completed using a non-bsc stent of the same length. No patient complications were reported and the patient's status was stable.